Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer bumped into a railing and as a result the touch screen became shattered and unresponsive. The customer experienced an elevated blood glucose (bg) level. Bg value was not provided, however, customer stated the continuous glucose monitor displayed ¿high¿. Reportedly, the cause for elevated bg level was due to the customer forgetting to deliver a bolus for food consumed. Reportedly, the customer administered a manual injection to address elevated bg level, and the customer reverted to manual injections for continued insulin therapy.